Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has fiber optical broken. No patient harm/injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate the issue of the fiber optic port or balloon waveform not working. Replaced main batteries due to age. Unit passed all functional and safety testing. Unit cleared for use. Problem not verified.